Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case reports belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.

Event description:
Synovitis [synovitis]. Case description: spontaneous case was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) pt, initials unk with osteoarthritis (kellgren and lawrence grade 3). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was not provided. On (B)(6) 2003, the pt initiated treatment with first injection of first course of intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided, in right knee. The lot number for synvisc was not provided. On (B)(6) 2003, the pt experienced synovitis in right knee for which the pt received treatment with intramuscular betamethasone. The action taken with synvisc treatment was not provided. On (B)(6) 2003 (after 24 hours), the pt recovered from the event of synovitis of right knee. Concomitant medications were not provided. The intensity for the event was assessed as moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis of right knee as definitely related. F/u info was received on (B)(6) 2013 and the pt initials were reported (B)(6).